Manufacturer narrative:
Update section h6.  The valve was not returned to edwards lifesciences for evaluation as it remains implanted in the patient.  A review of complaint history for sapien 3 complaints from (B)(6)2019 through (B)(6)2020 revealed no additional similar returned complaint for valve regurgitation-central leak, however, there was two returned similar complaints for leaflet motion restricted in patient.  The complaints were confirmed.  Available information suggests that patient factors (calcification) and/or procedural (pinched leaflet during crimping) factors may potentially contribute to the complaint event. A review of complaint history for the month of february 2020 revealed that the occurrence rate does not exceed the control limit for the trend categories.  During manufacturing, frame components were 100% visually inspected by both manufacturing and quality for any defects.  Leaflet components were 100% tested. During the production flow testing, the coaptation test was performed. Valves were 100% visually inspected before and after being attached to holder.  Prior to final packaging, 100% visual inspection was performed at preliminary packaging. These manufacturing inspections support that it is unlikely that a manufacturing nonconformance contributed to the reported complaint. A review of the risk management documentation was performed and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for leaflet motion restricted in patient and valve regurgitation -central leak were unable to be confirmed due to unavailability of imagery (device remains implanted). A review of the complaint history revealed no indication that a manufacturing non-conformance contributed to the complaint. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per the IFU, central regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter heart valve replacement procedure. Per report, ¿after the implant of the valve in a physio ring case a post dilatation was done in the s3 29mm with a 30mm balloon to correct a pvl due to the ring shape. From this move resulted in a central leakage. After the post dilatation, one of the leaflet was not in motion¿. Central leakage was observed after post dilatation of the s3 valve with a 30mm bav inside the ring. Over-expansion or forcing a valve to achieve full circular deployment in a non-circular rigid ring could damage the leaflet, leading to improper leaflet coaptation and central regurgitation. Available information suggests that procedural factors (post dilation with 30mm bav in noncircular rigid ring) may have contributed to the complaint events. Since no product non-conformances or IFU/training deficiencies were identified during this evaluation and the control limit did not exceeded the applicable trend categories, a product risk assessment escalation, and corrective/preventative actions are not required.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The edwards sapien 3 transcatheter heart valve is indicated for patients with symptomatic heart disease due to severe native calcific aortic stenosis or failure of a surgical bioprosthetic aortic or mitral valve who are judged by a heart team, including a cardiac surgeon, to be at high or greater risk for open surgical therapy. Per the instructions for use (IFU), central regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to central regurgitation including malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. Occasionally there are cases where the root cause of the regurgitation cannot be determined. There are several potential patient and procedural factors that alone or in combination can cause or contribute to a report of a restricted or non-functioning leaflet. Based on historical review of complaints, these events are typically a result of too ventricular deployment of the valve in combination with native leaflet overhang. Other potential contributing factors include: leaflet impingement in a highly calcified native valve, impingement of a leaflet due to the guide wire, or slow recovery of adequate ventricular flow post valve deployment and rapid pacing. This can result in a temporary decrease in the pressure gradient between the ventricle and the aorta, resulting in an inadequate pressure change to close the leaflets. In many instances this can be overcome with troubleshooting, which includes blood pressure recovery or support. Occasionally there are cases where the root cause of the non-functioning leaflet cannot be determined. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. During the manufacturing process, all sapien valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. In this case, the cause of the central regurgitation and leaflet motion restriction in patient cannot be determined, however, most likely due to procedural factors (post dilatation). Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported from our affiliates in (B)(6), during a transfemoral tvr procedure with a 29mm sapien 3 valve in a previous implanted ring in the tricuspid position, post dilatation was performed with a 30mm balloon to correct paravalvular leak (pvl).  The pvl was attributed to the shape of the previous tricuspid ring. After the post dilatation, one of the leaflets was not in motion and a central leak was observed. A second sapien 3 valve was implanted with good results. The patient is stable post procedure.